Event description:
It was reported that the video system center had a b30 scope communication error. The issue occurred during the setup of the device after it was returned from repair. There were no reports of patient harm.

Manufacturer narrative:
The olympus support engineer communicated with the customer and instructed the customer to complete the following: ensure both the video system center and the light source are connected securely. Turn the power off and connect the scope, then power on once connected. The reported issue was resolved after the troubleshooting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) was due to the pigtail cable (maj-1430) or the digital light source cable were not connected properly. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: 3.1 precautions for installation and connection. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.